Event description:
It was reported that the patient experienced an unannounced nocturnal hypoglycemic episode with a blood glucose of 59 while sleeping, with no reported meal or action preceding the event, and self-treated using oral glucose in the form of candy; the device problem and component were not identified due to insufficient information. Symptoms included confusion/disorientation and shaking/tremors consistent with hypoglycemia. Outcomes included no health consequences or lasting impact after treatment. Investigation included communication with the patient and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the medical device problem and device component remained unspecified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.